Event description:
It was reported that an unknown issue occurred with the device. The device will not fully initialize and assign a channel. This issue is present for both sides. Both iui connectors have been replaced, but issue remains. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted lvp keypad recall completed. Replaced logic board, bezel assembly, rear case, membrane frame. Replaced dim u1 on display board. A review of the device history record showed the device had a manufacture date of 12/10/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the logic board - corrosion. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2014-0605 lvp bezel fluid ingress.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an unknown issue occurred with the device. The device will not fully initialize and assign a channel. This issue is present for both sides. Both iui connectors have been replaced, but issue remains. No additional information was provided. There was no patient involvement.